Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to deliver adequate therapy to terminate the arrhythmia. As a result, external defibrillation was required to restore normal rhythm. The patient's status was unknown.